Event description:
Procedure type: sigmoidectomy. According to the reporter: the device cut but didn't staple. The surgeon used a second stapler from same lot without any problem, to redo the anastomosis. Operating time was extended by approximately 4 hours. As of the date of the report, the patient was still in the hospital and her status was reported to be ok.

Manufacturer narrative:
(B)(4).